Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection(early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsule excision due to an infection."

Event description:
Patient representative reported removal due to ¿capsule excision due to an infection,¿ patient experienced ¿debilitating physical pain and mental suffering,¿ ¿mental stress, anxiety, worry, humiliation, fear, and other personal ¿ hardship due to the continuous fear of biaalcl,¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery, ¿ associated with the removal of the biocell textured breast implants, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿ and ¿suffered emotional distress, anxiety¿ loss of quality of life.¿ patient representative also reported patient experienced "depression" and "disability;" these events are not related to the device. Device was explanted. This record is for the left side.